Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was giving inaccurate high control readings. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue began. On an unspecified date/time, the patient reportedly obtained control readings of "341, 337, and 355mg/dl" and the range for the vial of test strips she was suing was "112-150mg/dl". The patient denied developing any symptoms as a result of the alleged issue and the patient also denied receiving any form of medical intervention/ treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and that the control solution was within date. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.